Event description:
It was reported that a spectrum iq pump over infused 3 times during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2026-01047. All information can be found under manufacturer report number 1314492-2026-01047. Should additional relevant information become available, a supplemental report will be submitted.